Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported that the left ventricular (lv) lead was not capturing at maximum outputs. It was also reported that the lv lead had come out of the coronary sinus. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.